Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a post-implant course complicated by hyperactive delirium, right ventricular (rv) dysfunction requiring dual inotropic support and nitric oxide, atrial fibrillation, dysphagia, acute kidney injury (aki), pneumonia, and difficulty in managing fluid balance due to rv dysfunction and a small left ventricle (lv). The patient was transferred to a step-down level care floor and returned to the intensive care unit (ICU) on (B)(6) 2021 for hypoxemic and hypercarbic respiratory failure. The patient was on bilevel positive airway pressure (bipap) for respiratory support and was to have pleural effusions drained. On (B)(6) 2021 the patient started experiencing low flow alarms while asymptomatic. The patient underwent a chest x-ray (cxr), transthoracic echocardiogram (tte), and a computed tomography angiography (cta). The patient was to be treated with blood pressure optimization, fluid status optimization, possible drainage of pleural effusions, and oxygenation support. The cause of the patient's low flow alarms was likely related to their small lv size. It was requested that the patient have low flow software installed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account communicated that they were likely related to the patient's small left ventricle (lv). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists right heart failure, cardiac arrhythmia, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. C, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.